Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said since about 2 weeks after implant it took them 2-3 hours to charge the battery in their butt. Patient mentioned that they would usually charge their equipment at night before they would go to bed and then charge their ins in the morning because it would be at 0%. During call, ins was at 90%. Patient mentioned that they spoke with someone that had an ins and it would not normally charge that long for person the other patient. Patient mentioned that they would often need to use their therapy due to severe pain. Agent reviewed that the duration of charge would depend on the charging quality, the amount of battery percentage they would have when they would start charging ins, the therapy being on while charging ins, and the programming of the ins. Agent redirected patient to their healthcare provider to check on the programming of the stimulator and to discuss why it is draining the battery faster, and to interrogate the ins to check recharging speed and time information. Patient also mentioned they felt the handset battery only lasted about 8 hours and screen was always turning off. Patient thought when the screen went dark, the stimulation was turning off. Agent reviewed information about handset use and screen timer.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.